Event description:
Patient was undergoing total laparoscopic hysterectomy and bilateral salpingo-oophorectomy for enlarging 14-16 weeks size fibroid uterus. The rumi system was placed into the uterus through the vagina after the uterus was dilated and sounded to 14 cm. The uterus was positioned in antevert to facilitate removal of uterus. The handle broke off of the shaft of the instrument. The blue plastic handle appears to be broken where it rotates on the shaft.there was no patient injury.